Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death/treatment) was investigated. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. There is no indication that the open resistor caused or contributed to the patient's death. The monitor was able to monitor the patient, detect an arrhythmia, and deliver a treatment shock. It is unknown when the monitor initially failed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture dates: monitor: 04/15/2010, electrode belt: 11/23/2015.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient's wife reported that the patient's death was cardiac related. She also reported that the patient was alone, that the patient was unresponsive and did not press the response buttons, and that the patient was in the ICU. The patient was reportedly being monitored by hospital telemetry. Per clinical review of the available ECG data, the patient received two lifevest treatment shocks while being monitored on (B)(6) 2019. The lifevest initially detected an arrhythmia at 20:12:29 while the patient was in an idioventricular rhythm at 40 bpm. At 20:12:55, the device released gel and at 20:13:13, the patient received a full energy shock. The patient's rhythm at the time of the shock was an idioventricular rhythm at 80 bpm with a post-shock rhythm of idioventricular rhythm at 70 bpm. The device exited the detection sequence at 20:13:31. Multiple counting contributed to the false detection. The response buttons were not pressed to delay the treatment shock. At 20:15:52, the lifevest again detected an arrhythmia while the patient was in ventricular tachycardia (vt) at 150 bpm. At 20:16:58, the lifevest delivered a second full energy shock while the patient was in vt at 160 bpm. The post-shock rhythm was idioventricular rhythm at 96 bpm. The arrhythmia was converted to a slower rhythm. The response buttons were pressed after the treatment shock. It is unknown who pressed the response buttons as the patient was reportedly unconscious. The device was then shutdown at 20:17:13 and restarted at 20:20:32. Per the ecgs the patient was seen in an idioventricular rhythm from 30 bpm to 90 bpm with a five second pause at 20:43:25. The device was then shut down for the last time at 20:43:59 on (B)(6) 2019 and further monitoring of the patient was not possible. The patient subsequently passed away on (B)(6) 2019.